Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two clearlink continu-flo solution sets had ¿broken off in the connector attached to the patient's IV¿ during patient use. In both instances the connector and IV dressing had been replaced within the previous 24 hours, and the incident occurred when the customer was attempting to disconnect the IV tubing from the IV site to allow for ambulation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.